Manufacturer narrative:
One sample was provided to our quality team for investigation. The syringe was tested, and no defects were observed. The photo shows one loose syringe with the plunger rod broken. The condition observed is non-conforming per product specification. Potential root cause for the plunger rod broken defect is associated with the assembly process. The reported defect of leakage was not identified in the samples received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # unknown batch # unknown it was reported by customer that the syringes on the trays are leaking around the plunger and also are broken towards the location you press down on the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Customer reporting the syringes on the trays are leaking around the plunger and also are broken towards the location you press down on the syringe.